Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a health care professional that the customer was experiencing low blood glucose on (B)(6) 2017 with blood glucose of 57 mg/dl at the time of the incident. The customer was not allowing the hospital staff to touch her pump as they were having low blood glucose levels. The customer service representative was unable to speak to the customer regarding the lows. The representative sent an email to a trainer to reach out to the customer. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was initially hospitalized for a stroke. The insulin pump will not be returned for analysis.